Event description:
Boston scientific became aware of an event in 2005, where the stent prematurely began deployment and was left in the right thigh soft tissue. No complications were reported to have occurred with the patient as a result of this event.